Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing. The device was programmed to primary vector and zones were increased. Technical services (ts) was also consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing. The device was programmed to primary vector and zones were increased. Technical services (ts) was also consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.